Event description:
Inbound. One of prefilled cadd cassettes steady beeping then no disposable unable to resolved on first pump so changed to second pump and immediate beeping and then no disposable. No further details provided.